Event description:
Multi-function cardio-respiratory monitor with oxygen saturation capability, being used on a pt in intensive care unit. There was an approximate 1 minute 15 seconds delay in audible alarm for desaturation while rn witnessed/intervened for desaturation to approximately 74%. No adverse consequence to pt. MFR aware, previously suggesting user error, however, professional staff does not agree.